Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The event only occurred with one patient. Referenced article: accelerated idioventricular rhythm after left bundle branch pacing lead implantation. Journal of electrocardiology. 2024. 87; 153788. Doi: 10.1016/j.jelectrocard.2024.153788. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding an accelerated idioventricular rhythm (aivr) after left bundle branch pacing (lbbp) lead implantation. The authors described a patient who underwent an lbbp implant and an aivr was induced immediately after lbbp lead deployment with additional lead rotations. The aivr was completely suppressed by setting the lower rate of the pacemaker to a level higher than the rate of the aivr. As a result, the aivr did not cause any symptoms. The aivr had spontaneously subsided before the one week follow-up. It was noted that the aivr is another marker indicating that the lead has reached the lbb region. The lead remains in use. No additional adverse patient effects were reported.